Event description:
The product was used during a skin closure. Reportedly, the needle broke while in tissue. The surgeon was able to retrieve the piece of the broken needle. No patient injury was reported.